Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, following transeptal puncture using an nrg needle and faradrive sheath, the physician inserted a farawave catheter into the sheath and proceeded to flush the sheath. At this point, air was observed coming out of the sheath as it was flushed. The air would not go away even after another syringe was used to flush the sheath. The sheath was replaced with a similar device, the air issue was resolved, and the procedure was completed. No patient complications were reported. The device was retained by the customer and is not expected to return.